Manufacturer narrative:
Investigation ¿ evaluation. As anticipated, the cook cervical ripening balloon w/stylet was not returned for evaluation. No photos have been provided. Without the complaint device, a physical investigation was not able to be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was not able to be reviewed as the lot number of the device was not provided. A review of complaint history for this product/lot number combination was also not able to be reviewed as the lot number was not provided. This device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. As found in the device warnings, if spontaneous rupture of membranes occurs while the cook cervical ripening balloon is in place, there is a risk that the uterine balloon could become entangled in the umbilical cord, necessitating emergent cesarean delivery. Based on the information available a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician performed an inductions/cervical ripening procedure on a pregnant female patient and within thirty minutes of placing the cook cervical ripening balloon with stylet, the patient experienced bright red bleeding. The physician removed the device from the patient's body. It was further reported that the fetus had reassuring tracings prior to placement of the device. The patient experienced fetal intolerance and therefore an emergent c section was performed. The newly born baby was placed on brain cooling. Additional information was requested regarding the failure of the device and the patient outcome; however it is not available at this time.